Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads and missing serial number label. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated the contacts on the battery cap were neither missing nor damaged. The battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.